Event description:
While injecting humalog, needle broke off from base and lodged completely under the skin. Pt admitted to the ER where physicians attempted to remove the needle. Attempt was unsuccessful, follow up with surgeon for removal.

Manufacturer narrative:
Product has been discarded, unable to conduct investigation as product return is not anticipated. Complaint history review was conducted on the lot number provided and yielded one (1) additional complaint for an unrelated issue. Regulatory compliance will continue to monitor.